Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: lot 1741511h failing insulation scan the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be user misuse, excessive force, normal wear, or improper sterilization methods. The device manufacturer date is not known.

Event description:
It was reported that the insulation had been compromised.